Event description:
It was reported that at 218,978 joules while using the surgical fiber during a prostate procedure, the fiber became loose at the tip and was rotating independently within the metal cap. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "good" - there was no patient injury reported. Gland volume: 144 ml. Time expended: 32:32 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the outer flow tubing exhibits severe contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.